Event description:
It was reported that a user, after temporarily reverting to injections during travel, experienced a pairing failure when attempting to reconnect a dexcom g7 sensor to the ilet pump, which was addressed through troubleshooting that included switching cgm settings between g6 and g7 and re-entering the sensor code, as well as removing an apple watch connection to adhere to the two-device pairing limit; the event aligns with an intermittent communication failure involving the cgm communication pathway and antenna. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability issue consistent with intermittent communication failure, with relevance to the device¿s electrical and magnetic communication components, specifically the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component-level failure.